Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2011 due to alleged pain, elevated metal ion levels and tissue/bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3of 3 mdrs filed for the same event (reference 1825034-2012-01902 / 01904). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2011 due to alleged pain, elevated metal ion levels and tissue/bone destruction. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to femoral stem loosening and infection. The operative notes confirm that all products were removed and competitor antibiotic spacers were implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records and blood test results, which were unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 9 mdrs filed for the same event (reference 1825034-2012-01902 / 01904 & 2013 - 03643/3648).